Event description:
It was reported that the medfusion pump had an issue with the pcb. The component needed to be upgraded. The pump also had some physical damage. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No problems or issues were identified during this device history record review. No product was returned by the customer. As a result, a complaint investigation / product evaluation and problem confirmation cannot be performed.